Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge eye station is an image capture software and digital interface for use in conjunction with existing opthalmic fundus cameras to take images of the eye. It performs fluorescein angiography, red free and color, icg still-image photography and video imaging. On (B)(6) 2013 a customer called and reported that not all the images were being transferred to the merge eye care pacs. This issue may result in a delay in diagnosis or treatment. There was no report of patient injury or illness. (B)(4)